Manufacturer narrative:
The device is expected to be returned. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the hinges/hooks broke of the silent nite 3d appliance. The patient first received the appliance on 08/01/24 and started using it on 08/24/24. The patient stopped using the device on 12/18/24 and reported the issue on 12/20/24. There are no reports of preexisting conditions or how the device was maintained.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information . The following correction has been updated in this report. Corrected information g3(date received by manufacturer) that was not captured in the pervious report was corrected in this report. Manufacturer reference:comp-(B)(4).